Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with the right ventricular lead exhibiting lead noise anomaly. It was noted that the lead was fractured. The patient condition was stable during the event.

Event description:
New information received stated that the right ventricular lead exhibited high high voltage impedance anomaly. The lead was capped and replaced on (B)(6) 2019. The patient condition was stable throughout the event.